Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the personal therapy manager (ptm) used with an implantable drug infusion device. The drug being delivered was unknown, but knew ¿the medication was really strong.¿ the reason for use was spinal pain. It was reported that the patient was seeing an error code of 8246 or 8249 on the ptm. It was reviewed that neither of the codes were something that the manufacturer is aware of and would not be able to determine why the patient was getting the code. The caller stated that the ptm was working like it was supposed to, but for the past 3 days the patient was getting the code and not getting their extra medication. They called the healthcare professional (hcp) who told them to call the manufacturer to get a new ptm sent out. Troubleshooting was attempted, but the caller was not with the patient and could not replicate the error code. They had replaced the batteries in the ptm. The patient was ¿him sick suffering and in pain.¿ the error code issue and the pain started on (B)(6) 2017. There are no further complications reported/anticipated. The caller was transferred to the repair department. The call was disconnected and the patient called back to again be transferred to the repair department. Additional information was received from the healthcare provider. It was reported there was no problem with the personal therapy manager (ptm). It was clarified that the pump was empty. The pump had been refilled, and the problem was resolved. The patient's symptoms had also been resolved. No further complications were reported or expected.